Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott's investigation. The reported event of unable to loosen setscrew to release the lead from the ventricular port was confirmed. As received, a device was received for analysis. Final analysis found foreign substance, epoxy, between the ventricular connector block threads, which caused the setscrew to be stuck in place. The cause of the reported event was isolated block thread anomalies. A manufacturing anomaly may have occurred that left or caused the epoxy to be in the connector block threads. No other anomalies were identified.

Event description:
Related manufacture reference number: 2017865-2020-04581. It was reported that the patient presented for an implant procedure, during the procedure, the physician accidently inserted the atrial lead into the right ventricular port. The physician attempted to remove the atrial lead, however the lead could not be removed. The pacemaker and lead were replaced. The patient was stable.